Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The rep could not duplicate the reported event. The rep was able to register with tracer and point merge methods both of which producing accurate navigation. The navigation system passed the system checkout. The system was found to be fully functional. The software investigation found that the reported event was unrelated to a software issue. It was not possible to determine a probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided .

Event description:
A medtronic representative reported that, while in a cranial posterior fossa procedure, the surgeon alleged inaccuracies after completing both tracer and pointmerge registrations. During tracer, the second and third blue dots did not appear on the registration model, the tracing pattern was not accurate and was unable to be used. Pointmerge registration was used for the procedure, although the surgeon deemed it was inaccurate. No specific measurements were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The site declined to provide patient information, referencing canadian privacy laws.(B)(4) 2014. A medtronic representative, following-up with the surgeon, reported specific measurements were a 5mm inaccuracy on the patient front and a 1cm inaccuracy at the surgical site. No parts have been returned to manufacturer for analysis.